Event description:
The courier guidewire (B)(4), lot number 90012447, had a tip break in vivo while using with an 1156t lead. No subselector was used, just the lead.

Manufacturer narrative:
Analysis and conclusion: the analysis of the lot history records does not indicate any areas of concern relating to the strength of the wire and the analysis from the sample retains demonstrates that the device meets its design specification. Guidewires are delicate devices and can fracture if their tensile limits are exceed during a procedure (e.g. When a wire becomes snagged/trapped). The images of the device suggest that the device was manipulated quite severly around the fracture area as there is clear evidence of kinking of the device close to the fracture location. It is difficult if not impossible to ascertain the clinical conditions at the time of fracture as there is very limited information available from the user. However, based on a preliminary analysis, it appears that the device was manipulated in a manner that is beyond the design capabilities of the device and that this led to the fracture.